Event description:
It was reported that during implant attempt, the rv (right ventricular) lead was initially positioned with normal testing results. The atrial lead was then placed. Upon retesting the rv lead, the threshold went very high and pacing impedance also became high, with possible lead fracture noted. Repositioning of the rv lead was attempted with similar results. The rv lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.